Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed and the needle moved in tandem with the slider knob, which meets the expected result. Slider resistance was not verified based on the test results in the sample investigation.

Event description:
Healthcare professional reported a xen®45 gts was damaged during attempted implantation into the left eye due to slider defect. The device made patient contact but there was no injury.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts was damaged during attempted implantation into the left eye due to slider defect. The device made patient contact but there was no injury.